Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue was found during device inspection. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "4. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5. Grasp the insertion tube lightly with your hand and slide it over its entire length to make sure it does not get caught. 6, make sure that there are no scratches, chips, dirt, gaps around the lens, etc. On the tip of the lens. Figure 3.4 7. Check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8. Wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a dent on distal end, water tightness was lost. Adhesive on bending section cover had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The bending section cover had a scratch. Video connector had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, air leak was noted at the tip of the loaner endoeye flex deflectable videoscope. The device was returned and an evaluation revealed, the adhesive part of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.